Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lump/nodule and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side "patient presented with large axillary mass and chest wall erythema", "in the left upper outer breast, extending into the left axilla there is diffuse abnormality with overlying edema and a soft tissue mass which is inseparable from the chest wall muscles", "there are multiple abnormal nodes in the left axilla which extend into the subpectoral region", "there is a moderately large left-sided pleural effusion. "Pathological marker of cd30 was not reported. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, cloudy in the gel and creases fold voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "patient presented with large axillary mass and chest wall erythema", "in the left upper outer breast, extending into the left axilla there is diffuse abnormality with overlying edema and a soft tissue mass which is inseparable from the chest wall muscles", "there are multiple abnormal nodes in the left axilla which extend into the subpectoral region", "there is a moderately large left-sided pleural effusion. "Pathological marker of cd30 was not reported. Device has been explanted.